Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: could not duplicate the customer's complaint that the unit was activating intermittently. Multiple attempts to duplicate the complaint were made and the unit functioned properly at all times. However, the base plate is heavily rusted and corroded, and to correct this the baseplate would need to be replaced. Since the baseplate cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed there will be no box label or wireless footswitch repair record attached to the file. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This device has been received, decontaminated, put into the long term storage area until a decision is reached regarding its disposition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer the vapr vue wireless footswitch was activating intermittently during an unknown arthroscopic procedure. A second wireless footswitch was used to complete the procedure with no consequence to the patient and no delay in the procedure. One device will be returned for analysis by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: could not duplicate the customer's complaint that the unit was activating intermittingly. Multiple attempts to duplicate the complaint were made and the unit functioned properly at all times. However, the base plate is heavily rusted and corroded, and to correct this the baseplate would need to be replaced. Since the baseplate cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed there will be no box label or wireless footswitch repair record attached to the file. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This device has been received, decontaminated, put into the long term storage area until a decision is reached regarding its disposition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.